Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump flipping is a known possible risk of use. Additionally, it was confirmed that the physician did not originally suture the patient's pump down during initial implant, which is instructed in the instructions for use. (B)(4).

Event description:
Representative reported a pump revision due to a pump that was being flipped. It was stated that the patient was spinning their pump which resulted in the coiled catheter. The physician anchored down the pump and revised the catheter. MFR 3010079947-2021-00088 was opened to address the catheter revision.